Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their meter indicated that her blood glucose level was over 600 mg/dl. They declined troubleshooting for the high blood glucose. They had treated their high blood glucose with a bolus from the insulin pump. The device will not be returned for analysis.